Event description:
On (B)(6) 2012, I used a travel sized bottle of clear care solution with my normal contact lens case to store my contacts, as I was staying overnight unexpectedly and had not brought my own solution. The bottle was brand new and had not been tampered with. There was nothing on the bottle that stood out to me as indicating that it was extremely dangerous to use w/o their specific case, which neutralizes the 3% hydrogen peroxide solution. Nor was there any indication that this solution I use at home. It is clear that my father¿s assistant, who bought the solution and left it on the boat, also had no idea that this was a different solution. The next morning when I put my right contact in, I felt immediate burning sensations and my eye slammed shut. It took approx five mins to get the contact out of my eye. Immediately after, I flushed my eye with water. Thinking that I had some type of allergic reaction to the solution, I went about my day. When I woke up the next day and my eye was still bright red, I decided to do some research. When I found reports of complaints from other customers using this product incorrectly, and found out that I had soaked my contacts in hydrogen peroxide, I sought medical attention. The doctor who treated me, dr. (B)(6), told me that while I was recovering fairly well from the chemical burn, that in the process of trying to remove the contact, I bruised my eye, which is much less serious. I was incredibly lucky that I flushed my eye with water immediately after this and that I am young enough to heal rapidly. Nonetheless, others may not be as lucky, so please do something about this. Refresh plus lubricant eye drops were used for the proceeding two weeks.